Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation of the returned component found evidence of thread damage which show circumferential abrasion marks between the head and thread start suggesting contact with a hard metal object like a hip shell hole. Fracture artifacts suggest a possible fatigue fracture. Dimensional measurement of the returned screw showed acceptable to print tolerances. Patient radiographs showed a small gap between the cup surface and patient bone. This might be the possible cause for fatigue fracture of the screw due to loss of fixation of cup to bone. However, the root cause for the screw fracture was not able to be determined.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on an unknown date in (B)(6) 2014 due to a fractured screw as a result of an unknown cause.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to a fractured screw due.